Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported she developed a red, itchy rash under the tape collar of the device. The rash has persisted for approximately 3 months. The patient sought treatment from her physician and was allegedly diagnosed with a yeast infection. The patient was advised to treat the area with an anti-fungal powder. No further patient complications were reported as a result of this event.